Event description:
Spo2 and pulse on vitals machine was nonfunctional in room. Dinamap was brought to room and sp02 on that machine was nonfunctional. Dash was used and sp02 cord was nonfunctional. No extra sp02 cords were available to change on the dash.